Event description:
Customer reportedly received results of 800 mg/dl and 134 mg/dl within 10 minutes on the advantage system while using comfort curve test strips. The result of 800 mg/dl is outside the numeric range of 10-600 mg/dl of the device. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however test strips have been discarded; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.